Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 46mg/dl. The customer stated they were working. There were no symptoms of low blood glucose found. The customer was treated with juice. The customer declined to troubleshoot for the low blood glucose incident. The customer was using the insulin pump within 48 hours when the incident was reported. The customer allege that the insulin pump was over delivering. It was unknown whether customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for analysis.